Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the onset of the pain and swelling are unk. The devices have an in-vivo time of nearly 2 years to date. The products were confirmed compatible. Neither operative notes nor x-rays have been returned for review. The component fit and orientation per the surgical technique is unk. In general, pt factors that may affect the performance of the components include: age. Bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. With the info provided, a definitive root cause is unk. Eval codes: it is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt is experiencing pain, swelling and his right leg is longer after implant.